Manufacturer narrative:
The complaint of leaks on item 01c-c1000 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) lot#6045771 was reviewed and no nonconformities were found that would have led the reported complaint. Additional reporter: (B)(4).

Event description:
The event involved a clave connector where it was reported when the nurse was flushing the tubing for the patient, the infusion joint could not spring back, and the liquid was leaking after it was connected with the infusion set. The device was replaced, and infusion was continued. The product was used in the colorectal surgery medical institution for right colon cancer. It is used when the joint is closed during the intravenous infusion treatment, and the fluid is replenished through the injection window during the joint closure. There was patient involvement, but no report of patient harm.